Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch from the FDA which states, "on sunday, the alaris pump started alarming. When nurse opened the chamber door to the pump, she discovered an "aneurysm" in the tubing, the pump was running d5ns. The tubing was changed and no harm came to the patient. The packaging was not saved, but it is assumed to be part of the lot 2426-0500 since that is all that was in their storeroom, copied from report." The customer reported the device was alarming while infusing d5ns. When opening the door a bulge was noticed in the silicone segment. The tubing was changed an the infusion continued with out incident. There was no report of patient harm.